Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: (B)(6). One customer sample was received. After cleaning of returned sample a hole was found in the tubing confirming the customer¿s indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5155864. Conclusion: the root cause of this complaint is unknown at this time. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that while using the 21 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing there was blood leakage at the tubing. This occurred before the first full vial was drawn. Blood leaked onto the nurse's gloves but no mucosal membrane exposure or medical intervention.